Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: data analysis: console logs from the reported day of event are consistent with complaint and show persistent communication failures of sau_powermod_1. Aic reboots were not resolving the issue. Device analysis: device was tested at fs, and the issue was reproduced. It¿s been observed that communication with pbm1 was not working. Inspection of the console revealed corrosion near c69, c70 supercaps, due to electrolyte leak. Root cause: the root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps.

Manufacturer narrative:
A.2, a.4, a.5 and a.6 are unknown. The automated impella controller was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During preparation for impella insertion it was reported that when the automated impella controller (aic) was started, it displayed a system error with the message that the aic must be replaced, and a replacement aic should be used. The aic was replaced. No patient harm was reported.